Event description:
End-user stated that medical attention was sought on (B)(6) 2019 around 1:30 pm at home. End-user stated that he received a reading of 122 mg/dl on his prodigy meter, a normal reading for him for that time a of day is below 100 mg/dl. He stated that he tests his blood glucose 3 times a day and has been using his prodigy meter about 2 years. End-user did not provide the time frame but after testing he stated he wasn't feeling well and had his wife bring him to the hospital. Upon arriving at the hospital his blood glucose was 24 mg/l. He was given an IV of glucose solution. He did not receive any other type of treatment. His blood glucose was checked twice at the hospital with their meter and the results were 53,72 mg/dl. The end-user said he was admitted at (B)(6) hospital located at (B)(6). For 28 hours. He said his lantus was changed from 56 units 2 times a day to 50 units and his novolog was changed from 36 units 3 times a day to 30 units by his primary dr after seeking medical attention. The end-user stated that his blood glucose was 116 mg/dl when he was discharged from the hospital. No additional information has been provided.